Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The investigation was unable to determine a conclusive cause for the tissue damage. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the damage to the leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was placed with good mr reduction. A second clip delivery system (cds) was advanced to treat the residual jet. While checking the leaflet insertion assessment, a large jet was noted and a lesion was noted in the middle of the posterior leaflet just at the end of the clip arm. The decision was made to not implant the clip therefore the cds was removed. The procedure was completed at this time with the mr reduced to 2-3. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.